Manufacturer narrative:
The device is expected to be returned for eval. The lot number was provided. Review of the device history record is forthcoming. A follow-up report will be submitted with any additional relevant info.

Event description:
Device malfunction: difficult to deploy, clip mislocation. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the right common femoral artery after an interventional procedure. Reportedly, during completion of the thumb advancer, deployment irregularity was felt. When the clip deployment button was depressed, no expected click was heard. The safety release was activated and the device was removed. When the device was removed, it was noticed that the exchange sheath did not fully split and the clip had deployed in the distal end of the exchange sheath. Manual compression was applied to achieve hemostasis. There were no reported adverse pt effects. No additional info was provided.